Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that according to their system this was the patient¿s third overdischarge. No further complications were reported/are anticipated.

Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's weight is (B)(6) pounds. No symptoms nor further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that there was an overdischarged battery that occurred on (B)(6) 2017 due to patient non-compliance as they were traveling. An antenna locate session was used to couple and they were able to clear the power on reset after 90 minutes of charge. The issue was resolved at the time of the report. It was reported that this was the patient¿s third overdischarge and it was stressed to the patient that she needs to keep the battery charged. There were no further complications reported or anticipated. The patient¿s medical history includes cardiac and arthritis.